Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported he received a low reading on his adc freestyle libre sensor. The customer reported that on (B)(6)2019, a sensor scan of 39 mg/dl and 39 mg/dl were received when compared to readings of 190 mg/dl and 200 mg/dl were received on a built-in meter. The customer further reported he did not experience any symptoms but self-treated and then was seen at the hospital. At the hospital, an unspecified reading was obtained and was treated twice with insulin (type/dose unknown) injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he received a low reading on his adc freestyle libre sensor. The customer reported that on (B)(6) 2019, a sensor scan of 39 mg/dl and 39 mg/dl were received when compared to readings of 190 mg/dl and 200 mg/dl were received on a built-in meter. The customer further reported he did not experience any symptoms but self-treated and then was seen at the hospital. At the hospital, an unspecified reading was obtained and was treated twice with insulin (type/dose unknown) injection. There was no report of death or permanent impairment associated with this event.